Event description:
It was reported that during an implant procedure that the right ventricular (rv) lead was not pacing and that the lead was twisted. The rv lead was not used and the physician elected to complete the procedure with a different rv lead. The patient condition was stable.

Manufacturer narrative:
The reported events of kinked lead and failure to capture were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies except for the overtorqued inner coil consistent with procedural damage.